Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had sensor glucose versus blood glucose value differences. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The customer was advised there may be larger differences after meals, bolus delivery or when arrows present on sensor graph. The current blood glucose value is 425 mg/dl. The current sensor glucose value is 78. The sensor glucose and blood glucose is not within acceptable range. Customer stated he got threshold suspend and doesn't exhibit low blood glucose. Customer received a calibration error alert and his blood glucose was 109 mg/dl. Customer was advised to continue sensing. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 425 mg/dl. The customer was treated for high blood glucose with bolus wizard on pump.

Manufacturer narrative:
Analysis inspected one opened or used enlite sensor and performed continuity resistance test and sensor failed per specifications. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened or used.